Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 347 mg/dl and sensor glucose was 89 mg/dl. Customer had high blood glucose of 449 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was wearing the infusion set for 4 days instead of 3 days. Customer will not be returning the device for analysis.